Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: it was reported that the physician was "unable to advance wire through dilator" and only the dilator was returned. A investigation of the dilator found it manufactured according to specifications and a testing .035 guide wire could be advanced without any resistance. It was not reported, which guide wire was used during the procedure and based on the limited information provided and the investigation findings the exact reason for the difficulties encountered cannot be determined. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k121629. Investigation is still in progress

Event description:
Description of event according to initial reporter: unable to advance wire through dilator. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence